Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that during the replacement procedure the implantable pulse generator (ipg) reset when exposed to electrocautery. Capture was lost momentarily, the mode was switched to monopolar, and then the device resumed pacing at a high rate than programmed. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Device exceeded its longevity. It was also noted that preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.